Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Six devices were received for evaluation. Five events were duplicated during testing. One event was not duplicated during testing; however, the device was outside of specifications. Four devices were found to have compromised lubrication. One device was found to have corrosion. One device was found to be affected by shattered bearings. This device is not repairable and was not returned to the user facility. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device reportedly overheated. There was no patient involvement; no patient impact.